Event description:
It was reported that the device does not have voice prompts. The device is also displaying all three attention symbols. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure.